Event description:
Nineteen eighty nine - ninety one - received many mercury amalgam fillings at health clinic. Health declined - 1995 brain surgery, 1996 - 2006 had 8 abdominal surgeries - 2 head surgeries, problems with breathing, sleeping, digestion, chronic fatigue, ibs, ic, in 2006 hospitalized with severe neurologic problems. Fillings (merc) removed improperly 05/06 - got very, very, very sick.